Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which successfully resolved the issue without further recurrences, allowing the continued use of the pump. The customer was advised to contact support again if the malfunction reappeared and confirmed understanding of the guidance provided.